Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Expected, not yet received.

Event description:
It was reported during an elbow procedure the tip of the forceps fractured as the surgeon was holding the patient's bone. The fractured portion fell into the patient's body, but was able to be retrieved. No pieces were retained.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).  Report source foreign- (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection noted the returned device was fractured. Hardness test was completed and found the device was conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.